Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the iliac. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the device became stuck with the guidewire upon advancement. The catheter and the guidewire were removed as a single unit, and there was severe resistance wen the guidewire was removed from the catheter outside the patient. The procedure was completed with a different device. No patient complications were reported.